Event description:
Additional information was received noting that the patient has been referred for surgery. More information was received noting that the patient underwent a battery replacement procedure explanted device has not been received to date. No other relevant information has been received to date.

Event description:
Suspect device has been received and is undergoing product analysis. Internal generator data was received and confirmed that the device is depleting prematurely. The reason of which is still unknown. No other relevant information has been received to date.

Event description:
A re review of the event by the manufacturer had occurred. When the device was received into product analysis, the device was seen to have increased in voltage to 2.816 v after 10.5% battery consumption, indicating that the device was beginning to rebound. If the device was left implanted, it is likely that the device would have rebounded to an expected battery status. However, as the device was explanted, there is no definitive way to prove this theory, and will remain speculation at this time. No other relevant information has been received to date.

Event description:
Product analysis of the device was completed. There were no performance, or any other type of adverse conditions found with the pulse generator. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient's battery seems to be depleting quickly. Device was noted to be implanted just earlier this year. Device was noted to be stored correctly prior to implantation, and that implantation surgery was unremarkable. Device history records were reviewed for the device. The device passed all functional specifications and quality tests and was hp sterilized prior to distribution. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.